Event description:
Subsequent to cataract surgery with implantation of the crystalens introacular lens, the pt complained of chronic night glare. At 7 weeks post-op, the lens was explanted with replaced with another intraocular lens and the glare resolved.